Manufacturer narrative:
This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements that led to an out of range measurement above 125 ohms. Technical services (ts) was consulted and recommended programming enhancements. No adverse patient effects were reported. This lead remains in service at this time.